Event description:
The dr claims that during the implantation of the graft for an abdominal aortic aneurysm procedure, blood leaked (spouted) from four areas (spots) on the graft (bifurcation, left iliac limb and two on the left side of the aortic section). Protamine was used to neutralize the heparin. The dr used a single suture for each leakage site to stop the bleeding. Although the exact quantity of blood lost through the graft and the duration of the leakage is unknown and reported as unattainable, it has been reported as "not excessive bleeding loss." There was no injury to the pt. The graft was left in. The pt's post-operative condition is unknown at this time.